Manufacturer narrative:
Additional information received on (B)(4) 2017 and includes: the surgeon swapped the poly as planned on (B)(6) 2017. The surgery was completed successfully. On (B)(4) 2017, the medical affairs director performed a clinical evaluation and commented as follows: radiologic image provided shows the presence of a loosened insert fixation screw occurred 1 year and 7 months after primary surgery. This event may be caused by insufficient tightening torque but the real cause can't be determined. Immediate removal is strongly recommended. Batch review performed on 24 april 2017. Lot 143214: (B)(4) items manufactured and released on 26 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of discomfort. The surgeon took x-rays and determined the screw had backed out of the poly. No trauma was reported. The cause of the screw backing out is unknown. The surgeon plans to remove the screw and swap the poly.

Manufacturer narrative:
On 13 june 2017 the r&d project manager performed a visual inspection the explanted components, and commented as follows: radiographic images show the presence of a loosened insert safety screw occurred 1 year and 8 months after primary surgery. The screw was found in the posterior part of the joint. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. Some dents and scratches have been noted on the articular surface of the tibial insert, in particular on the tibia spine and the lateral articular surface. They were most likely caused by the screw that, once out from its seat, was interposed between the articular surface of the femoral component and the tibial insert. As consequence, the screw looks damaged in its threaded part, with plastic deformation of the thread.